Event description:
Information received by medtronic that the insulin pump was under delivering. The customer¿s current blood glucose value was 267 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose value with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because blood glucose level rise after taking insulin via insulin pump. The displacement test was passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.